Event description:
Indication: common variable immunodeficiency, unspecified. Pt (patient) states his pump (serial number and expiration date not provided.) Broke while dispensing medication, "spring issue". Infusion spring popped out of pump. Pt states he "did not get full dose", nearly done his infusion but already discarded medication. Pt states he just needs a new pump for next time he needs to infuse. Pharmacy to replace device. Return material sent for device associated with event. Availability for investigation dependent upon pt returning it. No further info.